Event description:
Healthcare professional later reported "numerous less than 1cm cysts" which have been deemed not related to the device and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: no observed. ¿ cyst(s): unable to observe since it is a medical event and is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Later reported "numerous less than 1cm cysts are noted bilaterally" and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Device remains implanted.